Event description:
It was reported that patient underwent revision due to lateral knee pain. Right knee total knee arthroplasty was performed during the operation. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg rt lg size 3 PMA, item#159582, #lot 1332637; unknown oxford tibial tray rm, #item unknown, #lot unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Unknown oxford single peg: part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: here is advanced lateral compartment osteoarthritis. A joint effusion is noted. Bone quality is osteopenic. There is no evidence of joint overstuffing, but this would be best evaluated by earlier radiographs at the time of surgery. The current valgus alignment of the medial unicompartmental arthroplasty could lead to lateral compartment stress and osteoarthritis. The root cause of the reported issue is attributed to disease progression. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00467, 3002806535-2022-00468. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends